Event description:
A customer reported that a pt was diagnosed with trace dlk (diffuse lemellar keratitis) in the right eye, one day post lasik. The pt was treated with topical steroids and the condition was resolved.

Manufacturer narrative:
The device history (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical svc on-site showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to, and after, the day of the event. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. A root cause has not been identified. (B)(4).